Event description:
It was reported that the patient felt "thumping" and the device was reprogrammed but the patient is feeling "thumping again" near "the diaphragm." The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.